Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that there was a speaker malfunction noted at arrival. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.